Event description:
Philips received a complaint by the customer on the v60 indicating that the touch panel was faulty as the alarm silence button located at the upper left part of the touch panel was not responding. The issue was observed when the hospital was performing periodical device checking, so there was no patient involvement. The device kept operating when the issue was observed, and there was no reported delay in therapy. The customer called technical support to report that the touch panel was faulty as the alarm silence button located at the upper left part of the touch panel was not responding. The investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The technician could not find any issues with the alarm silence button on the suspect touchscreen during the diagnostic check as the touchscreen passed all diagnostics testing. The technician confirmed that the suspect touch screen passed functional testing per test 3 in the service manual and verified that the touchscreen touch points were aligned on the standard test bed (stb). The technician also verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. The technician therefore concluded that the touchscreen operated as designed. No fault was found.

Manufacturer narrative:
The manufacturer's product support engineer (pse) performed an initial evaluation but could not duplicate the reported issue. The touchscreen will be replaced for preventive measures. The investigation concludes that no further action is required at this time.